Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the suspected clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip xtr was implanted reducing mr grade to trace to 1. Later that evening on (B)(6) 2019, an esophageal echocardiogram was performed which found mr grade 3-4. Some mild clip movement was suspected, but the clip remained on both leaflets. Another mitraclip procedure was performed on (B)(6) 2019. Two ntrs were implanted reducing mr grade to 1-2. The original xtr clip was confirmed attached to both leaflets. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported migration (partial clip movement) could not be determined in this incident. The reported recurrent mitral regurgitation (mr) was due to partial clip movement. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This was filed to report the suspected clip movement and recurrent mitral regurgitation. It was reported that on (B)(6) 2019 this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). One mitraclip xtr was implanted reducing mr grade to trace to 1. Later that evening on (B)(6) 2019, an esophageal echocardiogram was performed which found mr grade 3-4. Some mild clip movement was suspected, but the clip remained on both leaflets. Another mitraclip procedure was performed on (B)(6) 2019. Two ntrs were implanted reducing mr grade to 1-2. The original xtr clip was confirmed attached to both leaflets. No additional information was provided.